Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4. The inspire 6f m hollow fiber oxygenator is a non-sterile device assembled into a sterile convenience pack (044032503) that is distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. The unique identifier (UDI) number of the sterile convenience pack is (B)(4).g.5. The complained inspire 6f m hollow fiber oxygenator is a non-sterile component assembled into a convenience pack that is distributed in the USA. The stand alone oxygenator (catalog number 050702) is registered in the USA (510(k) number: k180448). H.4. The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. H.10. Sorin group italia manufactures the inspire 6f m hollow fiber oxygenator. The incident occurred in philadelphia, pennsylvania. Through follow-up communication, livanova learned that patient was still warm when the issue was noticed and medical team refilled the patient during change-out of the circuit. Patient was fine and not impacted. No clots were detected in the oxygenator and no known patient coagulopathies were reported. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, during a procedure, an oxygenator inspire 6f had a high pressure issue. In detail, rpm's were maxed out with low flow and a low line pressure; then the customer upsized the cannula without improvements. Pre-oxygenator line had high pressure. Therefore, medical team elected to change out the entire circuit and the issue was solved. There was no patient injury.

Event description:
See initial report.

Manufacturer narrative:
Analysis of livanova complaints database identified no other similar occurrences notified for the batch concerned from the market. No additional information about this case such as pump sheet, delta pressure values across the oxygenator, time duration and phase of the oxygenator replacement could be gathered. The oxygena returned to livanova facility for investigation. Visual inspection of the returned device revealed the presence of dried blood along oxygenator fibers and biological residues in the integrated arterial filter module. Laboratory test could not reproduce any increased pressure drop across the oxygenator which behaved as expected without any performance deviation identified in terms of pressure excursion in blood path. Measured p in blood path (269 mmhg @5 lpm) was found aligned with acceptable range of values prescribed within product specifications as per reported blood parameters test conditions. Returned device did not exhibit any increased hydraulic resistance during the test: fibers were found patent and not occluded. No manufacturing quality issue possibly linked with the reported condition was confirmed accordingly. Taking into account the investigation results, reported event was reasonably traced back to unexpected and progressive build up of biological deposits (platelet aggregates and fibrin mass) inside the oxygenator fibers which reduced the open surface for blood flow. Livanova conducted a literature and technical analysis about the trans-membrane oxygenator pressure gradients (cp_mir_mis_000682, rev 000). Pressure drop excursion across the oxygenator is a known phenomenon reported in literature in all membrane oxygenators. The main cause of the pressure excursion has been identified in the platelet activation and adhesion within the oxygenator that progresses to increase resistance to blood flow during cardiopulmonary bypass. The factors influencing pressure excursions can be assigned to three main areas: - surgery clinical impact - cpb clinical impact - pathological patient conditions research on the phenomenon consistently concludes that the pressure excursion is complex and multi-factorial and in most of the cases none of the factors considered singularly causes the phenomenon. An accurate analysis and monitoring of the factors identified can lead to the reduction of the phenomenon during cpb. Nevertheless at current state of knowledge the complex nature of the phenomenon does not allow its complete elimination. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.